Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The 90% stenosed lesion being treated was located in the severely calcified, mildly tortuous mid right coronary artery (rca). The lesion was predilated with a 2.5x20 mm maverick2 balloon. While placing the 2.50x24 mm taxus drug eluting stent, the stent came off of the delivery device in the rca after previous deployment of a stent in a distal vessel. The stent appeared to be in the mid rca. The stent was reported to have come off due to calcification. The procedure was not completed. No additional patient complications were reported. Patient status reported as "stable".

Manufacturer narrative:
The cause of the difficulties experienced during the procedure could not be determined. The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed, there are no similar complaints of this nature related to this batch number. The manfacturing records for top assembly batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.